Manufacturer narrative:
Reportedly, 3-piece silicone iol was torn off in the injector requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Backup lens of a same model and diopter was implanted successfully. According to the report by a surgical technician dated on (B)(6) 2015, the cause of the event was user error during loading since he was training a new technician and the replacement lens was implanted with no issue. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned lens showed half of the was torn off and missing and there was no visible damage to the cartridge. There was a clear surgical residue on the devices. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Event description:
The customer reported part of the +24.0 diopter aq2010v silicone three piece lens tore off in the cartridge as the lens advanced into the eye. The piece inserted was removed without altering the incision and there was no patient contact. The reporter stated their facility was training new techs and since the back-up lens was implanted without incident, they concluded the event was likely due to a loading error.